Manufacturer narrative:
The product was not returned for examination. Product information required to search the complaint database was not provided. The investigation was limited to the information provided and no conclusions could be drawn about the reported device loosening. It was noted the product was implanted for approximately fifteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain due to loosening of the tibia.